Event description:
Major pump unit(s) involved: blood pumpadditional text: outflow graft anastomotic hyperplasia,severe hemolysisspecific component(s) involved: outflow graft malfunction/malpositionadditional text: revision of outflow tractother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of outflow graft; other interventions, specifyother intervention : rvad impalnted/tandem heart due to right heart failureimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: outflow graft malfunction/palposition